Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted with a proglide device using a 6f sheath after an interventional peripheral angiogram procedure. Reportedly, there were no issues deploying the device; however, the device could not be removed as the foot would not close. The lever was cycled a few times, but the device remained stuck. A cutdown was performed and vessel damage was noted. The damage was treated and hemostasis was achieved via the cutdown. A delay was reported due to the surgery; however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.